Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery with using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture of one prostyle device was successfully pre-placed. However, no suture or link was found upon plunger removal [cuff miss] with two prostyle devices in a row. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 18f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.